Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was set for their legs but they feel it more in their stomach and chest. The patient wanted to see a manufacturer representative to get the stimulation moved down for them. The patient mentioned he was very active and had fallen many times which started ¿way after I put in¿. It could not be clarified which year this started. The indications for use were spinal pain, radiculopathy and chronic low back pain.